Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer dis-continue the use of the device. Mmt-1880l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to download history files and traces using [thump] due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 j6 & j7 & near lcd screen / pcba 2 j1 connector / force sensor / motor / harness assembly vibrator] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, serial number label missing, and damaged display window cover. Blank display was confirmed during analysis due to severe moisture damage on the [pcba 1 j6 & j7 & near lcd screen / pcba 2 j1 connector / force sensor / motor / harness assembly vibrator]. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked case was noted. Exposure to severe moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.